Event description:
It was reported that the pacemaker of this patient died or was unable to function which occurred prior to hospital admission. Subsequently, this device was explanted and replaced no additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. There were no suspicious fault codes or resets. Pulse generator diagnostics were performed. There was a power level consumption data available during the last 5.5 months the device was implanted. During that time the power level consumption was stable. Device passed returned product test (rpt) except for battery usage for inductive telemetry. This is expected due to low battery voltage. Furthermore, the rpt involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage.

Event description:
It was reported that the pacemaker of this patient died or was unable to function which occurred prior to hospital admission. Subsequently, this device was explanted and replaced no additional adverse patient effects were reported.